Event description:
Patient underwent an uncomplicated left knee replacement surgery with placement of a medium hemovac drain. The following day, removal of the hemovac drain was attempted. The drain was noted to be difficult to remove. Drain tubing "snapped" and it was felt that a part was retained in the knee. An x-ray was performed which confirmed that a piece was retained. The same day, the patient was taken to the operating room and the piece was removed.

Event description:
Patient underwent an uncomplicated left knee replacement surgery with placement of a medium hemovac drain. The following day, removal of the hemovac drain was attempted. The drain was noted to be difficult to remove. Drain tubing "snapped" and it was felt that a part was retained in the knee. An x-ray was performed which confirmed that a piece was retained. The same day, the patient was taken to the operating room and the piece was removed.